Manufacturer narrative:
Upon receipt, the lead was found fragmented. The distal fragment including the lead tip and the is4 connector pin were not returned. The analysis showed that the conductor coil and insulation were found deformed in the medial region. Based on the characteristics, as well as the location of the deformations, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.